Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed syringe sensor error. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
One device was returned for repair for complaint of syringe sensor error. Review of event logs did not show any errors. No previous service was noted in the last 12 months. Visual and functional testing were performed. Found cracked plunger assembly, barrel assembly, and top and bottom case. This confirmed complaint due to external damage. The device was repaired by replacing the plunger case assembly, top and bottom case, speaker, clutch assembly and barrel assembly. The repair was validated using the onboard performance verification test, and the pump passed all validation tests. The software was updated.